Manufacturer narrative:
The analysis on the battery charger was completed by medtronic personnel. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Additional information: the replaced charger board was returned to manufacturer, however, results are not yet available as evaluation is still in progress.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the charger board was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect charger board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the charger board for the imaging system was overcharging the batteries. The representative reported that the voltage was approximately 10v higher than specified. There was no patient present when this issue was identified. No additional information was provided.